Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No sample was returned for evaluation. A review of the device history record did not show conditions that could have contributed to the reported event. No conclusion could be drawn, as the part was not received. Placeholder.

Event description:
It was reported that during a tibia nail procedure, the connecting aiming arm would not disengage from nail and the wooden handle on the shaft broke. At the end of removing the proximal screw out, the surgeon attempted to release the pressure to the knee. Due to this incident the procedure was prolonged for 45 mins because they were trying to get the wooden piece off at the backtable, so they could use just the metal shaft. They were able to use another instrument from a different set to complete the procedure successfully. At the same time, patient had been brought back in for a change up of the wound that was open and needed to be reassessed. One additional locking screw was placed into the patient. Per additional information, a patient who experienced a mva with multiple surgeries on an unknown date was returned to the operating room on (B)(6) 2012 for third surgery. Patient had pain on a scale of 10 out of 10. The surgeon was concerned with the patient having compartment syndrome, there was no indication of infection. During the procedure, the surgeon used an insertion handle which connects to a connection screw. Surgeon inserted the nail and one proximal screw. The surgeon could not disengage the insertion handle from the screw. Surgeon was used a ball hex screwdriver with a vice and exerted a lot of pressure and the handle of the screwdriver broke with no pieces going into the wound. Surgeon took the driver to the back table and tried to disconnect the handle from the shaft and was unsuccessful. Surgeon then used another instrument, removed the proximal screw and the nail and re-inserted the nail again. Surgeon free handed inserting all the screws into the re-inserted nail. The procedure was extended about 45 minutes. This is 3 of 3 report for complaint (B)(4).

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Implant date (B)(6) 2012.